Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link continu-flo set experienced simultaneous flow. The primary and secondary IV bags were dripping at the same time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.